Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing. Insulin pump received with moisture damage on the lcd resilient cover and lcd board. No moisture damage on the motherboard, interface board, remote frequency board, motor, vibrator and battery tube assembly during visual inspection. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker and cracked battery tube threads.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that they wear the insulin pump in their bra. Customer's blood glucose reading at the time of the call was 180 mg/dl. No further information reported.